Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant wear.

Manufacturer narrative:
There were no deviations reported in the DHR for part no. 400-140, lot no. 0942101. Company report form indicates patient's over activity contributed to the implant wear.